Event description:
It was reported miethke that a progav 2.0 with shuntassistant 25 (part # fx414t) was implanted during a procedure performed in (B)(6) 2016. According to the complainant, the valve was suspected of operating in overdrainage and was not able to be adjusted. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in april 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: no significant deformations or damage to the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test revealed that the brake function was fully operational and the braking force was within the given tolerances. Computer controlled test: the test is performed with miethke computer controlled testing apparatus. The progav 2.0 worked reliably within the accepted tolerances in the horizontal position. Result: first, a visual inspection of the progav® 2.0 was performed. No significant deformations or damage to the valve were detected apart from slight scratches to the housing during the visual inspection. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve met all specifications. Finally, a computer controlled test was performed, which confirmed that the progav 2.0 worked reliably within the accepted tolerances. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of over-drainage and valve not able to be adjusted was not able to be confirmed. No valve failure was observed. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.